Event description:
It was reported that the battery voltage on (B)(6) 2009, was 2.82v, but today ((B)(6) 2009), it was 2.58v. When the battery voltage was measured a second time, it was 2.34v. Eri (elective replacement indicator) was not triggered. Review of device data showed that the actual voltage was in the 2.9 range, with the lowest value at 2.92v. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eol (end of life).

Event description:
It was reported that the battery voltage on (B) (6) 2009, was 2.82v, but today ((B) (6) 2009), it was 2.58v. When the battery voltage was measured a second time, it was 2.34v. Eri (elective replacement indicator) was not triggered. Review of device data showed that the actual voltage was in the 2.9 range, with the lowest value at 2.92v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): performance data was collected and analyzed. Low telemetered battery voltage was noted. On (B)(6) 2009, the battery voltage under telemetry was 2.34v, and the daily measurement was 2.93v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation, but performance data was collected and analyzed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected and analyzed. Low telemetered battery voltage was noted. On (B) (6) 2009, the battery voltage under telemetry was 2.34v, and the daily measurement was 2.93v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): performance data was collected and analyzed. Low telemetered battery voltage was noted. On (B)(6) 2009, the battery voltage under telemetry was 2.34v, and the daily measurement was 2.93v.